Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump with alert 60 remained stuck in a restart loop despite multiple restart attempts, with battery level above 50 percent, consistent with a device malfunction involving failure to read an input signal and associated with the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with a bluetooth communication error, aligned with a failure to read an input signal and a suspected issue in the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.